Event description:
Wife of a male, reported pt experiencing infusion set tubing separating at the luer lock on three occasions over the previous two months. Patient's blood glucose was elevated to greater than or equal to 500 mg/dl. He discovered the issue as a result of waking up and discovering his pajamas were wet. Wife indicated patient experienced symptoms of feeling "nasty and irritable." Patient's normal blood glucose was 80-120 mg/dl. He administered an insulin injection to address the elevated blood glucose level. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.